Event description:
It was reported that the patient presented for an implant procedure. After the procedure, it was noted that the right atrial lead exhibited high pacing impedance. Dislodgement was confirmed via x-ray. The physician suspected the lead was also damaged. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement, high pacing lead impedance, and insulation damage. Final analysis found a complete lead was returned in one piece with the helix fully extended. The measured full helix extension was within specification. The reported event of insulation damage was confirmed. Visual inspection found cuts in the outer insulation, kinked outer coil, and damaged/separated inner insulation under the suture sleeve tie region. The insulation damage was due to inner insulation being damaged caused by overtightening suture consistent with procedural damage. The reported event of high pacing lead impedance was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures. Shorting between conductors was found due to the damaged/separated inner coil at the suture sleeve tie region. Visual inspection of the lead did not find any anomalies except for procedural damages.